Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, pump was shut off and pump error. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1884, mmt-431ag. Troubleshooting was not performed. Customer reported past insulin flow blocked alarm event and issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current measurement, active current measurement and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past to confirm complaint codes. The adapt tool reveals that no relevant alarms were recorded. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly, however, moisture damage was noted on electronic assemblies during visual inspection. Unit was received with battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case on battery side, scratched case, cracked keypad overlay at select button, pillowing keypad overlay, stained keypad overlay and cracked case (battery tube). In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. However, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.